Manufacturer narrative:
Product analysis of suspect product in under way.

Event description:
Additional information received, the suspected device has been received by the manufacturer. However, product analysis has not been completed to date. No other relevant information has been received to date.

Event description:
Additional information has been received. Product analysis was performed and reviewed. The generator met all manufacturing requirements, and no malfunctions were observed. However, the septum plugs and set screw were not returned to the manufacturer; therefore, these components could not be evaluated. As a result, a definitive conclusion regarding the cause of the component detachment cannot be determined. No other relevant information has been received to date.

Event description:
It was reported that during surgery when the surgeon began closing the seal to the lead pin, the setscrew/septum plug came detached. The generator was not used and returned to manufacturer but has not been received to date. Device history records were reviewed. The device passed all functional specifications and quality tests and were sterilized prior to distribution. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.